Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during chest operation - mediastinal mesenteric processing on a robotic esophagectomy, the handpiece stopped sealing after sealing several times. Activation sound was heard and there was re-grasp alarm. The handpiece was used on a normal thickness tissue and was cleaned as needed. Another handpiece was used with the same generator and it worked fine. There was no bleeding and there was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during chest operation: mediastinal mesenteric processing on a robotic esophagectomy, the handpiece stopped sealing after sealing several times. Activation sound was heard and there was re-grasp alarm. There were continuous situations that the device was usable or unusable. There were situations repeatedly that they were able to hear the end tone and was able to use the device, or that they were unable to judge whether it sealed or not due to an error tone. It occurred much more frequently than they usually use. The handpiece was used on a normal thickness tissue and was cleaned as needed. Another handpiece was used with the same generator and it worked fine. There was no bleeding and there was no patient injury.